Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away. The cause of peritonitis was not reported. The patient was hospitalized and treated with unspecified antibiotics for peritonitis. In the same month as the hospitalization, the patient passed away. The cause of death was unknown. It was not reported if the patient recovered from peritonitis prior to death. It was not reported if pd therapy was ongoing at the time of death. It was not reported if an autopsy was performed. No additional information is available. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The patient was born in 1965. The patient experienced peritonitis on an unreported date. However, the patient was hospitalized for peritonitis on an unreported date in (B)(6) 2014. The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).